Manufacturer narrative:
Internal reference number: (B)(4). Additional information was received by the manufacturer. The following fields were corrected: b1, b2, b3, b4, h6 (health effect - clinical code & health effect - impact code). Internal reference number: (B)(4).

Event description:
It was reported that, after a primary trauma surgery had been performed on (B)(6) 2019 to treat a per-trochanteric femoral fracture in the left limb, the patient experienced the fracture of the intertan 11.5mm x 18cm 125d nail along with a delayed fracture healing. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The intertan 11.5mm x 18cm 125d nail was explanted and replaced with an additional smith and nephew trauma nail. During this intervention, a debridement of pseudoarthrosis was performed in the proximal femur bone prior to insertion of the new implants. The patient¿s outcome is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken, rendering the device inoperative. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the x-rays and revision operative note do confirm the reported fracture of the intertan nail, delayed fracture healing, pseudoarthrosis. However, based on the limited information provided, the root cause of the reported events along with the intraoperative findings cannot be confirmed but persistent femoral fracture and poor bone proximal bone support at the greater trochanter cannot be ruled out. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a unknown trigen intertan intertroch antegr nail impl is fractured. It is unknown when this happened, it is unknown if a patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.